Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, partial clips were not closed. No further information. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.